Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously out of service lead was recently partially removed during a recent revision procedure for infection. To date, no adverse patient effects have been reported.